Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had insulin flow blocked alarm and that they had tried all remedies. Customer's blood glucose level was 5.6 mmol/l at the time of incident. The customer tried different cannula length. The customer advised the insulin pump will need to be replaced. The customer advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.